Event description:
It was reported; patient had a procedure done for femoral trochanteric fracture, in which the connection of buttress/compression nut came off the aiming arm when buttress/compression nut was tightened. It was also reported the blade guide sleeve could not be locked. This is 1 of 3 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation of the complained device showed that it meets specifications. Functional test were carried out by product development (pd) to reproduce the event under excessive pressure and it was determined the most likely cause of failure to be, too much mechanical pressure applied to the device. Also, a review of the device history records (DHR) was performed and it was reported: the DHR was researched; no abnormal findings were identified. Manufacturing and inspection records indicate no problems with the lot in question.